Event description:
The facility representative contacted baxter to report an infusor that had reservoir ruptured during filling. There was no patient injury, adverse event or medical intervention associated with this report. The device was filled with morphine hydrochloride 20 milliliters and normal saline 28 milliliters. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause of this issue is currently being investigated under CAPA (B)(4). A batch review was conducted and no issues were found related to the reported condition during manufacturing of the lot.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.